Manufacturer narrative:
E1: (B)(6).

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported by the patient's spouse that the patient had diabetic ketoacidosis incident because patient did not use his sensor while waiting for the tester plug to be shipped and run functional check with it and admitted to the hospital on (B)(6) 2024, at 2.00 pm. Also, had manual injection bolus using the pump for the treatment of blood glucose. The patient's blood glucose level was 441 mg/dl upon admission. He experienced diabetic ketoacidosis because of high ketones. During hospitalization, the patient received IV insulin drip (intravenous insulin infusion) as corrective treatment. No further information was available